Event description:
About a week post op the pt saw the doctor and it was discovered the jaw was misaligned. The doctor found the screws and plates were not fixated in the bone. A revision surgery was perforated to correct. (Dates implanted & revision date is not known.)

Manufacturer narrative:
Current info is insufficient to permit a valid conclusion about the cause of this event. If add'l info is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.